Event description:
Pt was picked up by ambulance staff from hospital to be transported to another facility for hyperbaric treatment and pt was connected to the ventilator during transport at 12 breaths per minute. Ambulance staff noticed that pt's o2 saturation dropped from 99% to 68% and so they thought they had a ventilator failure. They started bagging the pt. One of the staff then noticed that the tubing to the ventilator was on backwards, causing the pt to be deprived of oxygen. The pt was then bagged with high flow o2 and the pt's o2 saturation returned to normal. The problem that the ambulance staff noticed with the tubing was determined to be a manufacturing defect, since the device came from the factory in that way. The defective tubing was replaced by the ambulance staff and the pt recovered.